Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg became inoperable. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. Patient also reported pain due to implant (manufacturer report number 1627487-2019-07179, 1627487-2019-07180, 1627487-2019-07181).